Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The introducer sheath was kinked. The embolization coil was intact with the pusher assembly and had offset coil windings. Conclusions: evaluation of the returned device revealed the introducer sheath was kinked. This damage was likely incidental and may have occurred due to return packaging conditions. Further evaluation revealed the smart coil could advance through its introducer sheath without issue, but could not be advanced through the hub of a demonstration microcatheter. The offset coil windings likely contributed to the inability to advance the smart coil into the microcatheter. Offset coil windings may occur if the introducer sheath is not properly seated in the hub of the microcatheter during insertion. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into another manufacturer¿s microcatheter, the physician experienced resistance and the smart coil would not advance through the hub of the microcatheter; therefore, it was removed. It was noticed that the smart coil was damaged after removal and it was able to advanced out its introducer sheath on the back table. The procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.